Event description:
A noise can be heard during radius motion of the brightview system. There is no report of death or serious injury at the site.

Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore cannot complete at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).